Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: sn (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation were done on the console. There were no visual or functional non-conformances related to the reported event identified. The software files were downloaded from the device and provided for investigation. Screenshots confirmed the entire tibia bone, including the shaft and articulating surface appeared to have the solid, yellow mesh. The tibia appeared to have no collected points (green dots). The most likely cause of the reported issue is a known software issue associated with the mesh generation. A bug has been identified for this issue and is under further investigation by the software engineering team. In the event of a system failure, cori has a built-in auto-recovery mechanism. If the failure occurs outside of the application, cori returns to the beginning of the startup sequence. Refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that during cori tka procedure, the tibial model was completely filled in as solid yellow mesh instead of showing darker transparent mesh as fill-in where surgeon did not collect points. There were no delays in the procedure. No other complications were reported.